Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button and decided to replace the pump. The replacement pump would be sent to the customer with updated software and training available through their tandem source account. The caller agreed to return the problematic pump using the provided pre-paid label.